Event description:
Report received that the pump did not alarm for air in line during routine preventative maintenance testing. There were no reports of any adverse pt events while the pump was in clinical service.